Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the cause for the empty pump alarm was determined and that the pump alarm needed to be cleared. The patient experienced no symptoms. Actions/interventions that were taken to resolve the empty pump alarm was that the alarm was cleared using the company representative's tablet. Troubleshooting resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine and morphine via an implantable pump. The indication for use was non-malignant pain. It was reported that the pump was alarming. The logs indicated an empty pump alarm had occurred.

Event description:
Additional information was received from a company representative (rep) reporting that the empty pump was expected. MDR decision corrected too not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no nformation to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.